Manufacturer narrative:
The reported even of ipg was inoperable/could not be charged was not confirmed. At receipt the ipg successfully communicate with lab utilities, accepted charge and was fully charged within specifications. It also passed all functional testing (bench and autotest). No root cause was identified for the reported event.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number 3006705815-2021-00436. Related manufacturer reference number 3006705815-2021-00437. It was reported the patient did not recharge the ipg as recommended. In turn, the ipg became inoperable. Additional follow-up information identified that patient¿s leads migrated. As a result, surgical intervention was undertaken wherein the ipg and leads were explanted and replaced. Effective therapy was restored post operatively.